Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 420 mg/dl. The customer's mother stated that her daughter received a battery alarm on her insulin pump. The customer was informed that there could be many reasons for high blood glucose, but that the reason for the alarm could have been that the battery cap on the insulin pump was loose. The customer was advised to monitor the pump for any future issues. No further information was provided.